Event description:
It was reported that the catheter was confirmed to be blocked (method not reported). No other clinical data was reported. Device registration system indicates a new pump and catheter were implanted. Additional information has been requested. A follow-up report will be submitted if additional information becomes available.